Manufacturer narrative:
Additional information: section a5, ethnicity: the customer responded as ¿n/a¿. Section a6, race: the customer responded as ¿n/a¿. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s left eye. The patient reported experiencing ¿ghost image¿. The iol was explanted in a secondary surgery. The lens was replaced with a jnj model zcu150 23.5 diopter toric ii lens. There were no complications such as a capsule tear, vitrectomy, sutures or medication outside the standard of care. The patient outcome was reported as unknown. No further information was provided.